Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.00mm/ 2.0cm/ 135cm and a 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon were selected for use. During procedure, it was noted that both balloons ruptured at about 4 atm upon first inflation. The devices were then simply removed from the patient's body without any problem. The procedure was completed with another of the same device. No complications reported and patient's condition is good.